Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and found that the system was failing the pre-use leak test. The bellows assembly was cleaned to resolve the leak issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that there is a booting issue. There was no report of patient involvement.